Event description:
It was reported that during an implant procedure, the attempted implant of the brady lead in the left bundle branch (lbb) position was unsuccessful. The physician reported that during lead placement, when attempting to make an incision with a universal cutter accessory, the tip of the blade broke off which dislodged the lbb brady lead and the temporary pacing lead. The patient experienced asystole and ventricular tachycardia (vt) was induced. The patient was provided external rescue shocks and external device was used for pacing. The physician removed the lbb lead and replaced with a new lead successfully. No additional adverse patient effects were reported.